Manufacturer narrative:
Imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure.real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Console (ic8702) was sent back fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined since the failure mode was not reproduced.

Event description:
Us complainant reported that the automated impella controller (aic) experienced a controller failure red alarm. No clinical details regarding resolution or patient involvement/condition were provided.